Manufacturer narrative:
Based on the results from analysis of the device log and inspection of the returned device, the error code 003 malfunction appears to have been due to fluid contamination shorting the programming connector of one of the flexible circuit boards.

Event description:
Device functioned normally as the physician followed the prompts on the screen and the device passed safety checks. At 120 seconds into treatment, the device lcd screen showed error code 003. The device was removed from the patient and vented, the procedure was terminated, and the patient was discharged. It was noted that the patient was treated in the operating room under general anesthesia and that the physician had performed hysteroscopy and d&c prior to the procedure. As the device has not yet been returned, investigation is pending.

Manufacturer narrative:
Any device malfunction during treatment can potentially lead to a user electing to perform a repeat endometrial ablation, which can pose a serious risk to health.